Manufacturer narrative:
(B)(40. Visual inspection of the returned device found the distal tip of the drive feature displayed minimal signs of use/ wear, however, the damage was consistent with normal use of the device. No damage or defect was noted to any other feature of the returned device. Device was mechanically tested and was out of specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The complaint was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/ or preventive action is proposed.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The drawing specification is 2.75-3.25. The torque tested high ¿ 3.2613. There was no known patient or hospital involvement.